Manufacturer narrative:
Mastergraft granules, 30cc. (B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. A review of the certificates of analysis and packing list for the infuse bone graft did not reveal any non-conformances to specification which might contribute to the reported event.

Event description:
It was reported that the patient underwent a posterolateral fusion l4-s1 due to scoliosis and stenosis. 8 ccs of rhbmp-2/acs were used. Estimated intraoperative blood loss was 800 ccs, or time was 445 min, hospital stay was 96 hrs. 31 months post-op, the patient presented with moderate right anterior thigh burning with symptoms in his plantar feet and stenosis at l2-l3 above the fusion. The patient returned to work 1005 days post-op. The patient was last seen 5 months post-operatively; no additional complications were reported.